Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. While using the items, the doctor reported that they were breaking easily, requiring replacement and excessive use of the threads. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ did this issue contribute to any adverse events for the patient? No. ¿ what is the total number of items that broke? 01 unit. ¿ please clarify which part of the device broke during the procedure, the suture or the needle? The suture. ¿ did the event occur during one or several procedures in patients? During 01 procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.